Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge was inaccurate and the customer did not think that the insulin was delivering properly. Blood glucose (bg) was 280 mg/dl and an insulin injection was administered. A pump system check was performed and no device issues were identified. Insulin was observed exiting the infusion set tubing. The customer declined to remove the infusion set site at the time of the report. The customer declined to provide further information.